Manufacturer narrative:
Additional information: e3: occupation, h3, h4, h6, and h10. Correction to e1: initial reporter phone no. - format. H10: the actual device along with a photograph was received for evaluation. Visual inspection of the actual sample with magnification did not identify any abnormalities that could have contributed to the reported condition; no particulate matter could be observed in the fluid pathway of bag. However, visual inspection of the sample photograph identified a colorless to white polymeric appearing particle in the bag. The fill port cap was removed on the actual bag and no issues were observed of the connector or cap areas. The reported condition was verified during photo inspection. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a long particle was observed inside the 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag. The event occurred during visual inspection at the manufacturing plant. There was no patient involvement. No additional information is available.